Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had a friend whose battery "went out all of a sudden." No further information was provided. The patient's indication for implant is unknown.